Event description:
Medical affairs was unable to speak to the pt because the pt disconnected the call. A letter has been sent asking the pt to contact medical affairs to obtain more clinical information. The reporter had contacted lifescan in 6/2005 alleging that the pt's meter was displaying the "apply sample" message. The pt was feeling disoriented, clammy and was "cool" at the time of testing. They tried to test in the meter and was unable to obtain a reading. The pt retested and obtained a "50 something". The pt contacted a medical professional for advice. The caregiver tested the pt on another device and there is no information on what the reading was on the other meter. The pt was treated with food and/or beverage. The technique of applying blood on the test strips was correct. The pt retested with new test strips and the meter did not start. The pt did not have a new vial of test strips to torubleshoot the meter. Customer service sent the pt a replacement meter.